Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a procedure on (B)(6), 2010. According to the complainant, the patient experienced pelvic pain (specifics unavailable). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
This manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-05492 for a description of the second device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a procedure on (B)(6) 2010. According to the complainant, the patient experienced pelvic pain (specifics unavailable). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.